Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5084025/5087478, model/ catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and, at times, overstimulation could be felt in the arm and shoulder. The patient was also experiencing pain and discomfort from the ipg and leads due to ipg migration, which was verified through x-ray. Database analysis was done and revealed high values on port ab(1 contact) and port cd(1 contact). The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation and, at times, overstimulation could be felt in the arm and shoulder. The patient was also experiencing pain and discomfort from the ipg and leads due to ipg migration, which was verified through x-ray. Database analysis was done and revealed high values on port ab(1 contact) and port cd(1 contact). The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160, sn (b): device evaluation indicated that the ipg passed all tests performed. Sc-2317-70, sn (B)(6): device evaluation indicated that the x-ray inspection of the lead revealed that one cable was completely broken at the y-junction site, which was considered the source of the complaint. It appears that excessive force was exerted on to the lead body junction resulting in the fractured cable. No cables were exposed at the fracture site. Review of the device history record confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The probable cause selected is cause traced to component failure. In addition, the distal array was fractured and multiple cables were pulled and damaged. There were no blood or corrosion in the distal array fracture location, suggesting that the damage occurred during the explant procedure. This damage will not be considered a failure. The complaint of pain and shocks in the ipg site was not confirmed. The probable cause selected is no problem detected since high impedance readings only caused lack of stimulation. Sc-2317-70 (sn 5087478): device evaluation indicated that the visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, about 3.5 cm from the proximal tip. There were no exposed cables at the fracture location. It appears that the lead was exposed to excessive mechanical force or retention stress right after the retention sleeves of the proximal ends. It was reported that the ipg migrated in the pocket. The ipg movement could have stressed the leads right at the strain relief of the ipg ports. No cables were exposed at the fracture site. Review of the device history record confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The probable cause selected is cause traced to component failure. The complaint of pain and shocks in the ipg site was not confirmed. The probable cause selected is no problem detected since high impedance readings only caused lack of stimulation.